Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving bupivacaine (18 mg/ml) and dilaudid (10 mg/ml) via an implantable pump. The indication for use was non-malignant pain/other non-malignant pain. On (B)(6) 2015 it was reported that the pump reached eos (end of service) in the beginning of (B)(6). When looking to find out the exact date eos occurred, the logs showed that eos occurred "(B)(6) 2052". All of the events in the logs showed "2052". The programmer used to interrogate the pump showed today's date. There were no symptoms related to the event. Additional information was received from a company representative on (B)(6) 2015 and it was reported that the pump was replaced. The cause of the inaccurate eos date was unknown. On (B)(6) 2015 additional information was received from a healthcare professional (hcp). When responding to the question as to whether or not the cause for the eos day was determine, the hcp replied "no, patient missed appointment for replacement."